Manufacturer narrative:
This report was reported under incorrect registration number, please refer to 1218950-2025-000158 for further information regarding this complaint.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Box e: reporting address state: sp reporting institution phone #:(B)(6) reporter phone #: (B)(6).

Event description:
Philips received a complaint on an efficia cms200 central monitoring system indicating that the equipment locked and stopped working; it stopped monitoring intensive care unit (ICU) beds. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.